Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660 ,serial# (B)(4), implanted: (B)(6) 2018, ubd: (B)(6) 2021 UDI#: (B)(4) product type: extension. Product ID: 3389s-40, lot# va1m0v2, implanted: (B)(6) 2018, ubd: (B)(6) 2020, UDI#: (B)(6) product type: lead. Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that after implant of the extension the impedance of contact 0 changed to a value out of range < 40,000 ohms). Contact 0 had no effect on the patient's therapy. There were no environmental, external, or patient factors perceived. Troubleshooting/diagnostics included the surgeon checking, cleaning, and reconnecting the connection between the extension and lead, and the connection between the extension and ins. The issue was not resolved at the time of the report. It was noted the surgeon was going to evaluate if contact 0 was needed for the patient's therapy, as it was below the target (stn) and they did not intend to turn it on. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) and confirmed by a healthcare provider (hcp) indicated no actions/interventions were taken to resolve the high impedance as these electrodes were not being used. The high impedance had not been resolved.